Event description:
It was reported the patient had symptoms of tachycardia, uncontrollable tremors, rising facial tic, fever, and hypertension. The patient was admitted on (B)(6) 2013 and the drug concentration was being changed on the date of this report from 4000 micrograms per milliliter to 2000 micrograms per milliliter because it was believed the patient was experiencing intrathecal baclofen withdrawal due to compounded intrathecal baclofen. The catheter access port was accessed a few minutes before the report and 5 cubic centimeters (cc) were aspirated. A prime of the catheter was not done to fill the catheter with drug. The pump was already refilled with 2000 micrograms per milliliter, but no saline rinse was performed. A priming bolus was then performed at the first 8 minutes, then a 50 microgram bolus at 1 minute duration followed by bridging the remainder of the 4000 microgram per milliliter drug. The patient had been up all night and was sleeping after the 50 microgram dose. The pump was being used to deliver compounded baclofen. It was later reported there were no other drugs in the pump other than the previously reported baclofen. There were also no other medications taken orally, etc. There was a change to the drug and the symptoms were resolved.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).